Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2020 with a blood glucose level of 800 mg/dl. The cause of death as reported by the caller was diabetes. The caller stated that customer had a heart attack on (B)(6) 2020 which may have contributed or led up to passing. The customer was wearing the insulin pump at the time of passing. The customer was not using sensors. The called declined to return the insulin pump for analysis.